Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet the serious criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage of a body structure. The device history record for radiesse injectable implant could not be reviewed as the lot number was not provided. Device not returned to manufacturer.

Event description:
A physician's office reported via sales rep that a female patient (unknown age) received an injection of radiesse. Medical history and concomitant medications were not reported. On (B)(6) 2017, the patient was injected into the midface with unspecified dose of radiesse. Initial reporting on (B)(6) 2017, indicated the patient experienced infection. The reporter later clarified that on (B)(6) 2017, the patient reported to physician symptoms that were reported as vascular occlusion (and reporter confirmed the event was not an infection). The area involved in the event included the cheek, nasal alar crease and gingival tissue. It was reported that the patient went to the emergency room twice and was treated with keflex antibiotic. Causality and lot number were not reported. Follow-up was received on 02 march 2017 from physician practice. The patient is improving and it was confirmed that the event was a vascular occlusion and not an infection. It was reported that the patient has a very anxious personality and the physician practice has seen her in the office every day this week. No other details were provided. Based on the information provided there was no evidence of a reportable death, serious injury, or malfunction. Follow-up was received on (B)(6) 2017 from patient who indicated her "nerve was blocked by product", and reported she has a blockage on her face in a triangle shape that extended into her gum line. Multiple follow-up was also received on 06-mar-2016 from the patient. The patient clarified she was (B)(6) and requested information on how to remove the product. She indicated she was injected with radiesse on (B)(6) 2017 and later reported she was injected with radiesse on (B)(6) 2017 to the nasolabial folds, left side of nose and underneath the eyes. The patient indicated that she also received concomitantly juvederm and xeomin to the forehead on (B)(6) 2017. She experienced sharp pain on her face on (B)(6) 2017, left side facial swelling on (B)(6) 2017 and reported that on (B)(6) 2017, her nose was higher on the right than left. The patient reported she went to the emergency room (ER) on(B)(6) 2017 because "it was really bad" and indicated in the ER, she was given an injection of keflex and 500 mg, 1 cap of keflex. She clarified in the afternoon, she then went to the doctor and indicated she had an infection and was prescribed 2% mupirocin ointment topically. The patient reported on (B)(6) 2017, she woke feeling worse and went to the ER again. Labs were drawn and she reported everything was normal and infection was treated. She was prescribed 300 mg clindamycin every 8 hours for 14 days. The patient clarified the doctor indicated that the event was an "artery problem" and she then received 300 mg of aspirin and 100 mg of viagra daily for the "artery problem" (per patient). The patient was also given instructions to wash her face daily with ivory soap, white vinegar and apply aquaphor. The patient then reported that the physician indicated it wasn't an infection but she continued to take antibiotics until (B)(6) 2017. On (B)(6) 2017, the patient went to the doctor again and the doctor indicated she had improved. Patient stated on (B)(6) 2017, she went to a different doctor. She reported her new doctor indicated that the injector had injected too low and suggested that she follow-up with merz. Outcome was unknown and causality was not reported. Lot number was not reported. Follow-up was received again on 06-mar-2017 from a physician office that reported they saw the patient for the first time on friday, (B)(6) 2017 and again today ((B)(6) 2017). The physician office reported that the patient has seen improvement from last week. The office reported the patient had begun treatment with a medrol dose pack and keflex on (B)(6) 2017. No other details were provided.